Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited noise which was being oversensed a little bit. A device check was performed which showed good ra capture. The field representative increased the sensitivity to help mitigate the noise. This pacemaker and ra lead remain in service. No adverse patient effects were reported.